Event description:
It is reported that, "pt presented with dislocated hip. The liner and femoral head were removed and replaced."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If add'l info becomes available then it will be submitted in a supplemental report.